Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. The assignable root cause for the broken pins in the saw head locking mechanism were due to design and has been escalated to a CAPA. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device saw head locking mechanism was broken, the pins were broken off of the oscillating head and the trigger was sticking. It was further determined that the device failed pretest for check the saw blade coupling and trigger. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.